Event description:
This ra lead was implanted on (B)(6) 2009. A call to technical services on (B)(6) 2012 states that this patient had 3 atr events stored that show noise on the atrial channel. Events were only 3-4 seconds in duration and patient had no symptoms. Rep states that isometrics were done today, but noise not reproducible. Atrial impedance is stable between 400 -440 ohms, threshold is unchanged and p waves are 6 mv. Asked if noise could be emi - rep does not think so - quite fine and events do not correlate with anything. One event in (B)(6) 2012 while patient was in hospital, but does not correlate to time of surgery. Other two events are more recent on (B)(6). Dr. (B)(6) is electing to observe and atrial sensitivity programmed to least since p waves are good. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).